Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use a ventilators battery could not be recharged. When the alternating current (ac) cable was disconnected, an alert was generated and the ventilators operation stopped. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.